Event description:
Three samples with discrepant hemoglobin results, as part of hemoglobin a1c assay. Sample 1, initial result 10.5 g/dl, repeat 14.0 g/dl. Sample 2, initial result 11.8 g/dl, repeat 14.9 g/dl. Sample 3, initial result 14.5 g/dl, repeat 18.2 g/dl. No results were reported since the hemoglobin result is only one portion of the hemoglobin a1c assay. The field service rep determined incorrect placement of the cell detergent 1 tubing to be the cause and he adjusted the tubing. Performance tests performed which were within spec.